Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient diagnosed with ossification of the posterior longitudinal ligament (opll) underwent an anterior cervical fusion at c4-c6. During the procedure, a prefixation pin broke off in the vertebral body. According to the report "the part held by the holder was able to be easily removed", however the broken tip (threaded part) could not be retrieved immediately. All the inserted screws had to be removed and the pin fragment was successfully removed from the patient using forceps. The surgical time was extended approximately 16-30 minutes due to the incident. The procedure was completed successfully and no patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: product analysis: visually confirmed prefixation pin is broken. Microscopic examination appears to show a quasi-ductile fracture, with helical material movement, which is consistent with torsional overload.